Event description:
It was reported that the patient presented to the emergency room after hearing a device alert. Upon interrogation, a lead warning for low impedance on the right ventricular lead was noted. Trend data indicated that the lead impedance have been variable since implant. The physician decided to monitor the lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.